Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a vaginal vault suspension procedure on (B)(6) 2012. The physician passed the first leg assembly on the patient's right side. Then, as he was pulling it through the ligament with a kelly clamp, there was excessive resistance and the suture with the needle at the end, detached. Reportedly, the detached suture with the needle at the end remained grasped by the kelly clamp and did not fall loose inside the patient. The procedure was completed with another uphold vaginal support system with no complications to the patient who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a vaginal vault suspension procedure on (B)(6) 2012. The physician passed the first leg assembly on the patient's right side. Then, as he was pulling it through the ligament with a kelly clamp there was excessive resistance and the suture, with the needle at the end, detached. Reportedly, the detached suture, with the needle at the end remained grasped by the kelly clamp and did not fall loose inside the patient. The procedure was completed with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The mesh assembly was not received for analysis; only the capio device was returned. No problems were found with the returned capio device. The lead suture detachment was most likely caused by use of the kelly clamp. It is likely that the difficulty passing the device through the ligament and the resulting tensile force on the device overcame the strength of the lead suture, causing it to break off.

Manufacturer narrative:
(B)(4) suture detachment.